Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscelesta¿ flow cytometer waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that there is fluid leaking from inside the instrument. Per fse leak checklist: was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak ¿ before waste tank or after waste tank? Before waste line. (If waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No. Was there any physical harm to the customer as a result of the leak? No one suffered exposure nor was injured due to this issue. Was the leak in a customer accessible location? No one suffered exposure nor was injured due to this issue. Is instrument assurity linc enabled? (Y/n) no. Customer problem: per (B)(4), open up call for issue - fluid leaking from inside instrument. Steps taken with customer/troubleshooting: cts to troubleshoot next steps (if necessary): forward case to cts for troubleshooting. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was there any physical harm to the customer as a result of the leak no. Software version? (B)(4).

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facscelesta¿ flow cytometer waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that there is fluid leaking from inside the instrument. Per fse leak checklist - 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? No 3. (If not contained) was there spray of fluid under pressure? No 4. What was the fluid that leaked? Waste - 5. What is the source of leak ¿ before waste tank or after waste tank? Before waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No 6. Was the customer/bd personnel physically in contact with the fluid? No 7. Was there any physical harm to the customer as a result of the leak? No one suffered exposure nor was injured due to this issue. 8. Was the leak in a customer accessible location? No one suffered exposure nor was injured due to this issue. Is instrument assurity linc enabled? (Y/n) no customer problem: per fse william crowell, open up call for issue - fluid leaking from inside instrument steps taken with customer/troubleshooting: cts to troubleshoot next steps (if necessary): forward case to cts for troubleshooting are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? Yes 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Unknown 4. What is the source of leak -- waste line or non-waste line? Unknown 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no software version? 8.0.1.1